Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that electrode was missing. Customer's blood glucose level was 9.0 mmol/l. Customer stated that he tried to start 6-8 days ago and he could not start it and when he took it out, electrode was missing. The device will be returned for analysis.